Event description:
It was reported that there was a hazy/blurry image.

Manufacturer narrative:
Alleged failure: creating fuzzy red haze on entire screen when entering patient cavity. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: the most likely root cause is that the settings were changed by the customer and not defaulted to the original settings. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a hazy/blurry image.